Event description:
The reason for call was patient reported their implant was not working and never really charged and the issue began about 4 months ago. Patient stated they were not able to charge their implant and the implant didn't want to work. Patient thought their implant was 'dead' agent reviewed implant longevity. Patient needed an MRI. The caller indicated that the patient's stimulator is dead and that it died about six months ago. They were unable to put the ins in MRI mode for an MRI. The caller planned to do an MRI of the patient's back. Troubleshooting was not required. The issue was not resolved through troubleshooting.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.